Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record could not be performed on the two reportedly failed mis single inner set screws (product code: 1867-15-000, lot number(s): unknown) out of the six listed in the complaint as no lot numbers were provided. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
Spine revision performed on (B)(6) 2015 by dr (B)(6) at (B)(6) hospital. Primary procedure (l4 to s1 mis plif) was performed on (B)(6) 2015, same surgeon and hospital. The setscrew in the rod had come out of the l5 screw on the right. The surgeon said he tried to reduce a spondylolisthesis too much, placing too much stress on the instrumentation. Patient was female, (B)(6), overweight to obese in category. No further information is available as the patient had not given consent. Additional information received: it was a mis single inner setscrew that came out. It came out completely. The l5 screw on the right was primarily affected. The l4 mis single inner set screw on the right was also loose. The screw was retrieved from the patient.